Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The evaluation of these photos indicated a split female luer adapter, which had caused blood to leak. A total of 10 retained samples were visually inspected, and no split female luer adapters were found. Additionally, these samples underwent functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the part between tubing and luer adaptor is broken. This occurred 3 times. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the part between tubing and luer adaptor is broken. This occurred 3 times. No patient impact reported.